Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited error code 1320. No reported adverse effects.

Manufacturer narrative:
Cadd legacy plus pump was returned for analysis in good condition. The device was being returned for error 1320. The device displayed ec1320 which is an issue with the software. The software will be reinstalled to resolve the issue.